Event description:
Patient presented to infusion center for chemo pump d/c [discontinuation]. Upon assessment of port site, white dried powder leaking present on right side of chest skin, pump strap and patient's bra around connection site from port tubing to pump tubing. Rn educated patient and daughter that this is a sign of the chemo leaking and if in the future any dried white matter is noted to call and be seen in infusion. Patients skin was cleaned with soap and water and patient given a new shirt to wear home. Rn reinforced education about hazardous medications and spills, patient's exposed clothes were bagged and instructions for washing twice separately in hot water was reinforced. When patient changed shirt, rash to chest, neck, upper abdomen and back was noted, rn instructed patient to report this and have this seen by provider at appointment this morning.